Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.